Event description:
It was reported by the patient's daughter that the patient was having an increase in seizures and settings were increased. Battery was last at 15% when the patient was seen last month. The patient is unable to perceive stimulation with magnet swipe. Implant card was received indicating a prophylactic battery change was performed. Per the hospital the replacement took place, they do not return products. No additional relevant information has been received to date.